Manufacturer narrative:
(B)(4).

Event description:
It was reported on the day of this report that the pump was supposed to be filled 29 days ago and will be completely empty in a couple days. The hospital had the medication for the pump, has had it since friday and has been trying to find someone else to fill the pump. This is 1st time the pump had needed to be filled; the patient¿s physician had been titrating the pump over the last 6 months. Drug delivered via the device was baclofen. It was added that at the end of september after 6 months of reprieve the patient¿s spasticity in her legs suddenly became drastically worse. The patient had been hospitalized for three weeks from the end of september until october 14 due to the patient¿s symptoms suddenly worsening. The patient¿s pump was checked and was functioning correctly so it was concluded that it was the ms (multiple sclerosis). After staying the hospital for 3 weeks the patient went to (B)(6) to be evaluated for a stem cell treatment. While in (B)(6) the patient had mris (dates and results not reported) as part of the evaluation for the stem cell treatment. It was reported that the mris were not directly related to the pump. They were for the patient¿s ms. The pump was checked post MRI within 2 or 3 hours to ensure it had recovered and it had. When the pump was checked it was noted that there was 10 days of medication left in the pump. When the pump was check on 10/24 they were also told the pump had 10 days of medication left. The medication had been in the pump over 6 months. When the patient returned from (B)(6) the patient was home for a weekend then was back in the hospital and has been in the hospital for 8 days. The patient was in the hospital for her ms as the spasticity in the patient¿s legs continued to increase. The patient could barely walk.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that after the MRI that patient had just before (B)(6) 2013, she had a manufacturer representative interrogate her device on (B)(6) 2013. The representative told the patient they would need to have the pump refilled by (B)(6) 2014. The patient¿s physician had retired, and the patient could not find a health care provider (hcp) to fill her pump and she was going to run out of medication if she didn¿t get it filled. The patient was dissatisfied with misrepresentation of how user friendly the pump was and she could easily find an hcp to fill the pump and there wouldn¿t be any issues. They did not fill the pump in (B)(6) 2013 when she was at the hospital for a month as the alarm was going off, so she missed her first refill. The reporter indicated she only has baclofen in the pump but she was supposed to get pain medications in the pump as well. The patient indicated she has multiple sclerosis and doesn¿t feel well. The patient reported ¿I am a wreck right now¿. The manufacturer representative notified her that her physician that was retiring was still available for appointments through (B)(6) and would need the patient to make an appointment and speak to the on-call neurologist for options.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an increase in spasticity in her legs and ended up going by ambulance to the hospital on (B)(6) 2013. The neurosurgeon at the hospital wanted to make sure the pump was functioning at the correct dose and that everything was fine with the pump. The hospital the patient was at did not have a device to interrogate the pump. The reporter questioned as to how to get a company representative to come to the hospital and interrogate the pump. It was also reported the patient's follow up healthcare provider (hcp) just retired on (B)(6) 2013 and the patient has not had time to find a new hcp yet. The patient was currently inpatient and needed to have her pump checked. It was noted the alarms had not gone off in the last 24 hours. Last week when the patient had a multiple sclerosis (ms) flare, the patient was brought into the same hospital where they tried to do a magnetic resonance imaging (MRI) on the patient, but the MRI was not successfully completed. The pump did alarm during the MRI. The patient was discharged before having the device interrogated post MRI because there was no access to a programmer. It was assumed the pump had turned back on because the patient did not have any of the effects, but it was never verified that the pump had turned back on. It was reported the caller did not think it was an issue that the pump was not functioning, but the pump "may have flipped back to factory dose instead of current dose the patient was supposed to be receiving." Additional information received reported the patient was admitted to the hospital about a week prior to this report. It was also reported the patient had a MRI while there and they heard the pump beep once. The patient had not heard it since then, but the patient's family was worried about the pump not functioning. The patient does not currently have a managing physician.